Event description:
The hospital reported that during a coronary artery bypass procedure, the seal would not load. A replacement unit (hsk-3043) was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were inside the body of the loading device. The green slide lock and the white plunger were depressed on the delivery device. There was no evidence of blood on the device. Based upon these findings, the reported failure "seal did not load properly" was confirmed. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).